Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. According to device inspection result, scope connector/video connector were cracked, and leakage occurred as a result. It was determined that water invaded the device, causing a short circuit at circuit board which led to the suggested event. User can detect the suggested event by handling device in accordance with the following IFU: operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the cholecystectomy procedure, the videoscope presented no image, with total image loss. The procedure was completed using a similar device. There were no reports of patient harm.